Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a neurostimulator on (B)(6) 2002. It was reported that the pt was without stimulation and could not feel therapy with the amplitude at maximum setting. A consultation with the physician will be scheduled to determine the next course of action in this matter.